Event description:
During a performance inspection, physio-control observed that the device intermittently failed to power on ac and dc power. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed keypad assembly at the failure analysis center and determined the cause of the failure to be a worn on/off button.